Event description:
The philips pacific representative reported that the unit failed to power up during the shift check. This event is an pacific optical switch late reporting incident which prevented the device from powering on and which is related to the incidents discussed with FDA representatives in 2009.

Manufacturer narrative:
The philips pacific representative reported that the unit failed to power up during the shift check. The device was evaluated by a philips contracted distributor, and an optical switch failure was identified. The complaint is still being investigated by philips to confirm the root cause of the failed component. A follow-up report will be submitted upon completion of the investigation.